Manufacturer narrative:
Result of investigation: vyaire medical was not able to duplicate the reported problem. Found exposed wires on cable number 2 (hs2 harness -v ps). Investigation shows that cable number 2 was damaged/ pinched by reinstallation of compressor assembly p/n 51000-09750 creating an electrical short potentially causing the unit to alarm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator stopped working and alarmed vent inoperable while on a patient. The patient desaturated to 88%, given manual ventilation then transferred to a new vent. At this time, there is no information regarding patient harm associated with the reported event.